Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "faulty and unproven medical devices implanted in canadian patients despite known risks." The toronto starnewspaper. 2018-11-25. Online at https://www.thestar.com/news/investigations/2018/1 1/25/faulty-and-unproven-medical-devices-from-vaginal-m esh-to-hip-replacements-implanted-in-canadian-patients-despite-known-risks.html. If information is provided in the future, a supplemental report will be issued.

Event description:
The publication reported that the patient underwent a cryoablation procedure. The publication stated that the catheter had an apparent fracture. The patient "suffered a stroke." The status/location of the catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.